Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power (intermittent power) issue. The reporter stated that the battery cap was not able to secure properly on to the pump and the pump had been having intermittent power issues since. The reporter could not confirm whether the battery cap was damaged. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.